Event description:
It was reported that two days post-open heart surgery due to aortic valve repair, an atrial lead warning for high impedance was noted, along with loss of capture and a switch to unipolar. Testing showed high threshold and no sensing in unipolar. The patient had been on a bypass machine during the surgery, which most likely utilized the right atrial appendage where the atrial lead was placed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4092-58 implantable pacing lead, (B)(6) 2009. (B)(4).